Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site and insufficient therapy. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead was affected.